Event description:
It was reported that during the procedure the scrub tech had accidentally contaminated the screwdriver used to remove the tray from the trial stem and the surgeon attempted to remove it without the screw being fully backed out. That caused the screw to strip through the surrounding plastic threading. This caused almost no delay in the procedure and the patient did not experience any harm due to this instance. The surgery was a revision due to an outside trauma that the patient had suffered. The surrounding bone around the original implant was fractured to the point where a revision stem was needed to replace the original stem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during the procedure the scrub tech had accidentally contaminated the screwdriver used to remove the tray from the trial stem and the surgeon attempted to remove it without the screw being fully backed out. That caused the screw to strip through the surrounding plastic threading. This caused almost no delay in the procedure and the patient did not experience any harm due to this instance. The surgery was a revision due to an outside trauma that the patient had suffered. The surrounding bone around the original implant was fractured to the point where a revision stem was needed to replace the original stem.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows significant signs of extensive usage evident by appearance of worn-out surfaces & scratch marks. The white plastic part was found degraded & the device was completely broken which indicates towards frequent usage & improper handling. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a design related issue. A design change is in progress to avoid that the issue occurs again. If any further information is provided, the complaint report will be updated.